Manufacturer narrative:
(B)(4) supplemental MDR foreign matter: two samples and two photos of the 1 ml luer lok syringe (part number 309628) were received for evaluation, both showing a copper wire embedded within the barrel; the photos reflected the same defect from different angles. This condition is non-conforming to product specifications, and a molding engineer confirmed that the issue resulted from embedded foreign material introduced during the molding process. A device history record review for material number 309628, lot 5094508. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: before administering the medicine, we drew up in the aforementioned syringe, the eye surgeon discovered that there was some ¿debris¿ in the syringe. It appears to be stuck in the plastic and does not move when we move the plunger back and forth. It looks like a small copper wire or something similar. This concerns batch 5094508 (expiry date 31 march 2030). The eye clinic is very concerned that there may be a fault with several of the syringes, so please get back to us as soon as possible! We have saved the syringe if you want it (there is medicine in it, so should it be emptied?). Material number - 309628. 04-nov-2025 - (B)(6). Additional information received on 03-nov-2025 from customer today we found another syringe with a similar "wire" inside the plastic. This time we saw it before we delivered the syrlinges with the medication to our eye clinic, but after we had filled them, in our inspection before delivery. It is the same 1 ml syrlinge, the same batch as the one I mentioned last week, that we are about to send to you. I will add this syrlinge to the box as well. But in addition to those two 1 ml syrlinge with the "wire" in the plastic we have also found another 1 ml syrlinge from the same batch with some debris in the package, I will do a separate complaint on that one. (Pr# (B)(4)); furthermore; another one of my colleagues discovered some debris, a straw of some kind, in the package of a 20 ml syrlinge. I will do a third complaint about that syringe. (Pr#(B)(4)). It seems like we need a bigger return box...